Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing inaccurate fio2 (fraction of inspired oxygen) readings could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.